Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient experienced a burning sensation, felt like his legs were burning. The burning sensation started six months ago. The patient saw his health care provider (hcp) three month ago. The hcp ordered a CT myelogram which was done yesterday. Nobody has checked the device yet to see if it was related to the device. The CT scan results have not been reviewed yet. The burning problem started when the patient started turning the stimulation (stim) up. A year ago stim was on 3v. The pain increased and burning sensation increased since the patient had to turn stim up from 3v to 6.5v. If the patient turns the device off the sensation comes down but never completely goes away. Both legs were numb. It was confirmed that it was a burning sensation and not shocking. The patient had to turn the stim up because his legs were numb. The higher the stim goes, the more burning sensation the patient feels. During the report the patient turned the therapy off and the burning sensation was not as great but he could still feel a little bit of burning. The patient also experienced a loss of therapeutic effect. The stim does not ¿touch the back pain¿. The patient had to go back on pain pills because of the back pain. The therapy stopped helping with back pain three months after implanted. The patient just got off the phone with his hcp and has a follow up appointment next thursday. The patient¿s hcp wanted to know if the stimulator ever ¿burned or scorched a spinal cord¿ the hcp said ¿you can probably see it on my CT myelogram¿. It was additionally reported that the burning sensation was from the rib cage to toes. The back area was hot to the touch. The hcp felt the patient¿s back and could not believe how ¿hot¿ his back was which was three months ago. The patient also had an x-ray. The patient has been continuing to increase stimulation since implant, he was running stim at 6.5v upright and 4.0v laying down. When the patient was in the recovery room yesterday following the CT scan, he turned the stim back on and the stim went from the center of back at rib cage level to hips and left side of back around to stomach. It felt like someone was pulling on the muscles. This occurred every 30-45 minutes for 24 hours. The patient went to stand up and felt like he got ¿hit with electrical paddle¿ and ¿he hit the floor in the recovery room¿ then shut the device off. The patient wanted a company representative at his next appointment. The next day it was reported that the patient¿s doctor did not touch his device but stated it was ¿hot to the touch¿. It was confirmed that a company representative was going to be present at the patient¿s appointment. Additional information has been requested.

Event description:
The company representative saw the patient in the office and his ins checked out fine. The patient had the numbness in his legs prior to being referred to the doctor who manages his device, they thought he may have some kind of nerve problem. The patient was informed to not turn the stimulation to the point where it was uncomfortable and he agreed. It was determined the stimulation had nothing to do with the numbness in the patient's legs since he had the problem prior to the ins being implanted.